Event description:
Following completion of a pvi procedure, a follow-up examination was performed, and an ultrasound revealed a small effusion over the right atrium. The patient was monitored with no additional intervention administered. It was noted that the transseptal puncture was difficult and the patient had abnormal cardiac anatomy. The patient is stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.